Event description:
Reporter indicated that vns pt is experiencing increased hoarseness and frequently loses the voice completely. The pt's device was programmed to on in the recovery room on the day of implant surgery. After waking up from the surgery, the pt was experiencing increased hoarseness, coughing and pain. Neurosurgeon released pt from the hosp and instructed the pt to see the epileptologist to have the device programmed to off until pt could heal better from the surgery. The pt's device was programmed to off, but the pt was later taken to revision surgery during which the generator and lead were disconnected from each other due to pain. The pt plans to see an ent for evaluation of possible vocal paralysis.